Event description:
Same case as MFR's report # 6000118-2005-00087. Prior to a treatment procedure to place a greenfield vena cava filter, both of these filters deployed prematurely. The devices had no contact with the patient's body. The procedure was successfully completed with another filter. No patient injuries or complications were reported.